Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided involving the event, it appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore, erbe provides a warning in the user manuals that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 3, part number 10160-000, serial number (B)(4)) was involved in a patient incident. During an endoscopy to treat actinic rectitis in the sigma colon, a bowel explosion occurred (note: it was reported that a complete bowel preparation was not done before the procedure.). Two (2) surgeries were performed to address the patient's injuries as a result of the explosion.